Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cadd legacy plus pump alarmed with a no disposable condition and would not run. The medication being infused was 5-fu (5-fluorouracil) with programmed rate at 2 ml per hour, the remaining volume was 41.9 ml, and the volume given was 50.15 ml. The event occurred during infusion at patient home. There was no patient harm.